Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site on (B)(6) 2015 and evaluated the unit. Fss replaced the hard drive and installed the 3.070 software on the unit. Fss found the printed circuit board assembly network adapter to be faulty and ordered the replacement part for the system. On (B)(6) 2015, the field service specialist returned to the customer site and replaced the network adapter as well as activated fx ellips handpiece feature. Fss performed the field service checklist and no error was found with the unit. The system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that sporadically error 2011 (error getting version strings from instrument host) occurred, unit went into safety mode with the signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Additional information: (B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.